Manufacturer narrative:
Findings: pump passed displacement test. Detached end cap, missing end cap sticker, minor scratches on lcd window, cracked case near lcd window corners, cracked reservoir tube lip, cracked battery tube threads and stained address/serial number label.

Event description:
Customer called to report that the drive support cap appears to be damaged on the insulin pump. Customer's blood glucose reading was 250 mg/dl. Nothing further reported.